Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirmed signal loss as signal loss over an hour. The probable cause was the transmitter and app were unable to establish a connection. Additionally, the low glucose alert on (B)(6) 2025 at 11:40 am sounded through a bluetooth device, as the phone was connected to an external audio output device. Additionally, inaccurate cgm values on (B)(6) 2025 at 12:10 am were undetermined. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient became disoriented, ¿fuzzy¿ and couldn¿t think straight. The patient¿s husband performed a fingerstick and the patient¿s blood glucose (bg) was at 39 mg/dl while the continuous glucose monitor (cgm) showed a signal loss error. The patient¿s husband called for an ambulance. Upon arrival, paramedics performed a fingerstick and confirmed that the patient¿s bg was low (no value was provided) and treated the patient with liquid glucose, soda and a sandwich. A short time later, the patient¿s bg increased to 90 mg/dl, while the cgm still displayed signal loss. The patient did not go to the hospital. At the time of the report, the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.